Manufacturer narrative:
H6; code 400: damaged closing trigger and closing yoke. Conclusion: based upon the inquiry info received to the internal components. The instrument was returned non-functional. The instrument was disassembled and was found to have a broken closure yoke and with damaged closing trigger teeth. No conclusion could be reached as to how this damage occurred. Comments: each instrument is evaluated during the assembly process to ensure it functions properly.

Event description:
During a videoscopic assisted thoracoscopic surgery with lung biopsy, the surgeon reported the ez45g would not close on the tissue. This difficulty occurred during the attempted second firing of the device. Another ez45g was opened to complete the procedure without difficulty. There was no consequence to the patient.